Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported that customer was hospitalized on (B)(6) 2014 with a blood glucose of 590 mg/dl. Customer had highs since the night of (B)(6) 2014. She woke up that night with a no delivery alarm. Customer primed the device and went back to sleep. She woke up feeling sick and vomiting. She had diabetic ketoacidosis and was treated with an insulin drip and manual injections. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was bent. The alarm history showed a no delivery and an incomplete bolus on (B)(6) 2014. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.